Manufacturer narrative:
A ge service rep performed an on site investigation and was unable to duplicate the problem. The high voltage cable was cleaned and greased. The system was tested and operates as intended.

Event description:
The customer reported, the 9900 system displayed an overload error message. No pt injury was reported.